Event description:
Allegedly revised due to reaction.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. Additional information has been requested. This report will be updated when the investigation is complete. This event occurred in (B)(4).

Event description:
Allegedly revised due to reaction.

Manufacturer narrative:
Conclusion: no conclusion can be drawn.the complaint was reviewed and analysis showed no trend. The product was not returned.

Manufacturer narrative:
Additional information received (B)(6) 2011: catalog/lot number 38ha-5258, 028478246.